Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box showed one unexplained pump reboot on (B)(6) 2014; deliveries never resumed. There was no damage found to returned battery cap and it was able to fully attach to the pump until resistance is met and no yellow o-ring was visible. The pump booted to the verify screen with audible and vibratory features. The pump was exercised for 24 hours with the returned battery cap and returned cartridge cap with no pump reboots duplicated. A delivery accuracy test was successfully completed and the pump was found to be delivering accurately and within required specification. The total daily doses added up correctly and reflected the users programmed basal rates. The pump cover was removed and no evidence of internal moisture or damage to the power circuit was found. The complaint was verified in the history but could not be duplicated during the investigation. Unrelated to the original complaint, the battery compartment was cracked. Also unrelated, the display screen had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 409 mg/dl with polyuria, polydypsia and nausea associated with a power issue. It was determined by customer technical support that the patient was not tightening the battery cap correctly and that the yellow o-ring was visible at the time of the power interruption. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient was sick and also on an antibiotic. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in not correctly tightening the battery cap to the pump.